Event description:
The account alleged that the lockouts are stuck in the on mode. The account noticed a cut wire that they are not sure where it goes to but they will open up the box to see where it goes. No pt impact.

Manufacturer narrative:
The account stated the cable with the alleged exposed wires is the pendants interconnect cable. No further information is available on the repair of the bed at this time.